Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module (serial number (B)(4)). All sample results were reported outside of the laboratory. Both patient samples were tested on the e 801 analyzer and had high values. Specific data was provided for only one of the two patient samples. This sample was tested twice on the e 801 analyzer, resulting in troponin t values of 0.114 ng/ml and 0.112 ng/ml. Both patients were then sent to the hospital where a second sample from each patient was collected. The samples collected at the hospital were tested using the abbott troponin I method and the results were below the measuring range of the assay. The doctor questioned the troponin t values measured from both patients as both patients had normal ck values and had no kidney diseases or problems.

Manufacturer narrative:
For the calibration performed on (B)(6)2022, calibration signals recovered within expectations. Control data was provided for one level of control and all results were within specified ranges. The investigation could not identify a product problem. The cause of the event could not be determined. The results obtained by the customer are to be seen as true values.